Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No failed battery test alarm and no charge/battery lasts less than expected anomaly noted during test, however a33 alarm during the basic occlusion test due to protruded drive support disk and minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level in the range of 500 mg/dl. Customer had blood glucose level of 62 and 200 mg/dl. Customer stated that the insulin pump rejected new batteries. Customer stated that the insulin pump had failed battery test alarm. Customer stated that the insulin was squirting out during priming. Customer stated that the rewind was louder. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed unk.